Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient experienced discomfort and protruding at the pocket site after losing approximately 30 pounds. Subsequently, surgical intervention may occur.

Event description:
Based on information obtained, pocket site discomfort has resolved.